Manufacturer narrative:
The fse could not duplicate the error code alarm led failed. An additional failure was found no ac power the fse replaced the power management board to resolve the issue of ac power. The power management board was returned for analysis. An investigation was performed, and the product analysis technician reported that the root cause was due to two components (d3 shorted and d37 open) on the power management board.

Manufacturer narrative:
G5:510(k)#: k102985. B4: (B)(6) 2021. Based upon the information provided, it is unknown if the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. Multiple attempts to retrieve device use context have received no response from the customer. The device was evaluated remotely by a philips service engineer (se). The se advised the biomed that the power switch overlay is the recommended repair for alarm led diagnostic code. The biomed requested an onsite service to replace power management board as part of the power management board fco# 86600050b. The fse implemented the field change order for the power management board, which resolved the alarm led issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Event description:
The customer reported that the device came up with an error message and couldn't fix because it's a problem with the power management board. The device was not in clinical use at the time of the event. There was no report of patient or user harm. The customer evaluated the device with the assistance of the manufacturer¿s technical support (ts) and confirmed the reported problem.